Event description:
It was reported that the patient presented with 2 syncopal episodes. Upon review it was discovered that the right ventricular lead exhibited oversensing noise causing inhibition of pacing. Further information was requested however, was not provided.